Event description:
It was reported that the pt experienced pain around the tibial joint line after total knee arthroplasty. A bone scan was ordered and showed activity under the medical side of the tibial component; however, during removal, it took a fair amount of work to remove the tibial component.

Manufacturer narrative:
Visual inspection of the stemmed tibia shows some foreign material at the distal side around the post which is seems to be bone cement and some bone adhered to it. Also, there are some gouges on the distal side and scratches on the proximal side of the device. Review of the device history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. This device is used for treatment. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the product lot combination. A definitive root cause cannot be determined with the info provided.